Manufacturer narrative:
Lot # should have included text unknown and serial # should have been blank. An evaluation is in process.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. .

Event description:
The customer observed falsely elevated prolactin patient results generated using the architect prolactin reagents. The following data was provided (ng/ml). Initial (tested (B)(6) 2017) 156.4; repeat (tested (B)(6) 2017) 10.0; a previous result (tested (B)(6) 2016) was also lower, 10.8. The patient had taken nauzelin medication starting (B)(6) 2017. The dosage was 3 tablets (unknown dose per tablet) per day for 5 days. It is unknown whether the nauzelin medication was stopped due to the falsely elevated prolactin result. No adverse impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, and field data review. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The complaint lot number is unknown. Historical performance of in date lots in the field was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. Evaluation indicated that the patient median results for evaluated lots in the field are comparable, are within the established control limits, and no unusual reagent lot performance was identified. Based on all available information and abbott diagnostics complaint investigation, no systemic issue and/or product deficiency was identified.